Event description:
It was reported by the rep the device was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported that prior to inserting the device into the trocar, the surgeon checked to see if the tips were working. It was noted one blade was almost broken off. The blade had not been hit by another device. A new blade was opened to complete the case. There was no consequence to the pt.